Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
Towards the end of the trellis procedure, the physician noted that the wire was not rotating. The physician checked the motor system and it seemed to be working. He decided to remove the wire and determined that it was fractured. The procedure was completed with an overnight drip infusion and the patient did fine. Investigation of the returned device on (B)(6) 2014 found the section of the dispersion wire distal to the fracture was not received for evaluation.